Event description:
Home health nurse reports pump (serial number and expiration date: not provided) is giving error a lithium battery not working error message. He tried to replace batteries and still getting error. Unknown if patient had an interruption to therapy, if a dose was missed or if any adverse event(s) missed due to product issue. Pump return material sent to patient for return of device associated with event. Pharmacy to replace pump no further information/details provided. Unknown if md aware. No further info. Reported to (B)(6) by: health professional.